Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the arm on (B)(6) 2018. The patient was watching television at night while the patient¿s wife was giving their daughter a bath. The patient¿s wife received an alert on the follower application that the patient¿s glucose value was at 80mg/dl. The patient¿s wife called for the patient and the patient did not answer. When she went downstairs, she found the patient unconscious at 7:12pm and called the paramedics. The paramedics transported the patient to the hospital where they were released at midnight. Treatment made at the hospital is unknown. At the time of contact, the patient was doing good. No additional patient or event information is available. Data was received for evaluation, data review confirmed the reported event of inaccurate cgm values. A probable cause could not be determined via data. The sensor was inserted into the arm. Labeling indicates: do not insert the sensor component of the g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the g5 mobile system is not approved for other sites. If placed in other areas, the g5 mobile system may not function properly.